Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 10/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during a stent graft placement procedure, there was allegedly a lot of resistance while unsheathing the stent. It was further reported that the stent allegedly felt short to cover the neck of aneurysm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: manufacturing review: there were no indications of manufacturing deficiencies. A definite root cause for the reported event could not be determined. Investigation summary: the delivery system sample was returned for evaluation; the stent graft was completely deployed and missing. The delivery system seemed to have been used normally which leads to inconclusive result with no abnormality on it. Only limited information was provided. The intended use of the device to treat pseudo aneurysm in the femoral vessel indicates an off-label use. A manufacturing root cause was considered. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available a definite root cause for the reported event could not be determined. Based on available information and evaluation of the returned sample, the investigation is closed with inconclusive results for difficult deployment and material deformation. A definite root cause for the reported event could not be determined. The intended use of the the device was off label. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding anatomy the instructions for use states "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the instructions for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, an "appropriate introducer sheath" and a "0.035-inch (0.89 mm) diameter super stiff guidewire" are required for the procedure. The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. It is stated in the instructions for use that "pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician". The instructions for use states, "the fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries", and "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established." The instructions for use further states special care must be taken to ensure that the appropriate size fluency plus vascular stent graft is selected prior to introduction (according to table 3 on the instructions for use). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during a stent graft placement procedure, there was allegedly a lot of resistance while unsheathing the stent. It was further reported that the stent allegedly felt short to cover the neck of aneurysm. The procedure was completed using another device. There was no reported patient injury.